Event description:
It was reported that during an iliac stenting procedure, the implanted stent did not cover the lesion. The 80% stenosed lesion was located in the non-calcified iliac artery. The lesion was eccentric in shape and progressive. The vessel diameter was 8mm. Vascular access was obtained in the femoral artery. The physician did not pre-dilate the lesion. The physician deployed the 8mm x 66mm x 75cm wallstent endoprosthesis with unistep plus delivery system into the restenosed iliac artery, however, once the wallstent was implanted, the physician noted that 10mm of the lesion was not covered by the wallstent. The physician deployed and implanted another 8mm x 47 iliac wallstent overlapping the 8mm x 66mm stent so that the entire lesion was covered. An 8mm x 40mm wanda balloon catheter was used to post-dilate the lesion and successfully complete the procedure. The patient's status was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.